Event description:
Reportable based on analysis completed on 13mar2025. It was reported that during a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During preparation, a continuous pressurized flush was connected to the catheter, however it didn't come through and no dripping at the proximal part of the splines of the catheter. The catheter was replaced, and the procedure was completed without patient complications. During product analysis, it was found that the strain relief/luer was separated.

Manufacturer narrative:
Upon device return and inspection, the strain relief/luer was found to be separated, the flush port is not returned. The flushing test was not possible because the strain relief/luer was separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer can be seen.